Event description:
It was reported that during a cryo ablation procedure, flow rose unexpectedly, and a system notice was received indicating that the safety system detected a high level of refrigerant flow and stopped the injection. The connections were inspected and no issues were noted. The coaxial umbilical cable was then reconnected without resolve. Then the coaxial umbilical cable was replaced without resolve. The balloon catheter was replaced to resolve the issue. Additionally, when the mapping catheter was opened the distal shaft had a kink that prevented it from inserting into the balloon catheter. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afapro28 ; product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.